Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop¿s, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unknown. Internal file number ¿ (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, at least two heartstring iii seals would not load. A replacement heartstring device was used to complete the procedure. The hospital did not report any patient effects. The products are not returning as they were discarded. Refer to MFR report #2242352-2012-00170 for the second reported device.